Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the j702 connector was broken off of the distribution node (dn). The root cause for the missing trunk cable and damaged j702 was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) electrode belt was unable to complete incoming functionality testing.